Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash underneath the lifevest the spread down to his legs and toes. The patient's doctor recommended that the patient apply lotion and benadryl to the rash and prescribed the patient a pill. The patient does not know what type of medication the pill is. Follow-up indicated that the rash was improving with the use of the prescribed pill.